Event description:
It was reported that the patient's device was already at 25% battery after being implanted for less than a year and a half. The programming data was reviewed, which indicated that the battery was depleting more quickly than expected. The device was also laser-routed during the manufacturing process, which is known to leave residue on the printed circuit board that could lead to current leakage from the battery. No surgical intervention has occurred to date.

Event description:
Generator replacement surgery occurred. The explanted facility does not return devices to the manufacturer.

Event description:
Additional programming data was received and reviewed which supported that the device was depleting more quickly than expected.